Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Patient's identifier, event date were not provided. If the requested information becomes available, supplementary report will be submitted. Explant date is not applicable since the product was not removed. Lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), during clinical procedure, product fit was observed.